Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high pacing lead impedance was observed. Lead remains implanted and patient to be monitored.